Event description:
It was reported that the lesion was in the distal left anterior descending artery (lad) with no tortuosity, no calcification and 90% stenosis. After deploying a non-abbott stent, the voyager nc balloon catheter was advanced to the lesion for post-dilation. However, the balloon ruptured at 8 atmospheres during the first inflation. Post-dilatation was performed using another balloon catheter. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough hypercoat guide cath: heartrail. Stent: cypher select plus 2.5-13. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was 90% stenosed and may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the stent implant, such that the balloon ruptured upon inflation attempt. Return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported for balloon ruptures from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident and without the product to examine, a definitive cause for the reported balloon rupture could not be determined.